Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
It was reported that the unknown angio-seal device would not deploy and had to be forced.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 6/6/18. The territory manager confirmed the device was an angio-seal vip device. Hemostasis was successfully achieved by manual compression and not the angio-seal device.